Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment for bilateral common iliac artery occlusions using reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). After predilation of the lesions, a 7 x 79 mm vbx device was placed from the common iliac artery ostium to the area near the internal iliac artery on both sides, and a 7 x 39 mm vbx device was extended to the mid¿external iliac artery on both sides. The proximal portions on both sides were post-dilated using a 35 shiden balloon (8 x 40 mm), and angiography confirmed good blood flow. The patient tolerated the procedure. On (B)(6) 2026, a follow-up computed tomography revealed compression of the vbx devices throughout the entire length¿from proximal to distal¿on both sides. The compression was not complete, and blood flow was preserved. On (B)(6) 2026, a re-intervention was performed. Aspiration was conducted using an aspiration catheter, balloon dilation was performed, and smart stents were additionally implanted to fully cover the vbx devices bilaterally. The physician stated that although the patient was thin, she was not extremely emaciated. The distal ends of the vbx devices did not extend across the inguinal ligament. The vbx devices were compressed along their entire length. Therefore, it was difficult to determine the cause of the compression.